Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. That patient stated they were at the end of the sensor warm up session and their blood sugar bottomed out (it was indicated at some point that the patient became unresponsive, but no other symptoms were reported or documented). The dexcom technical support rep called for an ambulance. When the ambulance arrived, the paramedics checked the patient¿s blood glucose and it was 32 mg/dl. They treated the patient with d50 and the patient¿s blood glucose increased to 200 mg/dl. At the time of contact, the patient was in stable condition. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.